Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +17.0d) was explanted from the right eye due to complaints of glare and starbursts. An intraocular lens (+18.0d) from a different manufacturer was implanted as a replacement; however, the site reported that the patient continues to experience glare and starbursts. Rxsight's first awareness of this event was on (B)(4) 2024.